Event description:
Patient experienced swelling post carpometacarpal (cmc) procedure, where the orthadapt bioimplant was used as a spacer. Graft was explanted approximately 3 weeks post-implant.

Manufacturer narrative:
The orthadapt bioimplant was used as a spacer in a carpometacarpal (cmc) procedure; orthadapt bioimplants are not indicated for this use; thus, this was an off-label use. Based on the available case information, the event is likely due to off-label use of the orthadapt bioimplant. Fluid aspirated from the repair site tested negative for growth. Results of evaluation of returned explant were inconclusive. The manufacturing lot number was not provided to the manufacturer. The manufacturer of the device at the time was pegasus biologics, inc.